Event description:
A surgeon reported during intraocular lens (iol) implant surgery, the surgeon noted the "inferior insertion was weak" and decided to implant a three piece lens. After insertion of the iol, the surgeon noted the haptic rotated 180 degrees and the anterior and posterior capsule ruptured. The lens was removed and replaced with an anterior chamber iol. Following surgery, the pt has retinal edema secondary to vitreous loss and is recovering slowly. The surgeon reported the user of an unapproved lens/cartridge combination for the 3 piece lens. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first iol.

Manufacturer narrative:
Eval summary: the product was returned for analysis and the reported complaint for broken haptic was not observed; however, on haptic is bent. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated the account used an unapproved cartridge. No root cause could be determined for the reported complaint; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).